Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in june 2009 and performed to specification up to the 24th november 2013. The device failed a self-test due to a low battery in december 2013 and remained in fault mode until the 18th december 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups mainly of ten minutes duration were observed in the device memory on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.